Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2023-00460 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that 19 bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg collapsed tubes were reported. The following information was provided by the initial reporter: collapsed ppt tubes.

Manufacturer narrative:
D1: medical device brand name: bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 19 bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg collapsed tubes were reported. The following information was provided by the initial reporter: collapsed ppt tubes.